Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented for routine follow-up, noise was observed. Electromagnetic interference was suspected. Noise was reproducible with isometrics. Programming changes were suggested. Patient didn't show up for follow-up.